Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the users were unable to retrieve a pantoprazole plus sodium chloride minibag from the pyxis, despite an active medication order. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pantoprazole plus sodium chloride minibag plus did not allow picking from pyxis, even though the order was active. A technical support specialist (tss) verified that the patient details existed in the pyxis enterprise server (pes) and confirmed that the order was active within pes. The patient's movement was reviewed. The tss completed the verification for medid 36749 under order (B)(4). The tss verified the medication status, order activity, patient details, and movement all appeared to be in order. The tss closed the case due to no response from the customer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the users were unable to retrieve a pantoprazole plus sodium chloride minibag from the pyxis, despite an active medication order. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.